Event description:
Subsequent information was received that this rv lead was explanted. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the device and right ventricular (rv) lead noted high out of range pacing impedance measurements. The check noted loss of capture in bipolar configuration, but confirmed capture in unipolar configuration. Manipulations resulted in noise and oversensing. No asystole was reported as the patient was not pacemaker dependent. Programming changes were made and the patient was sent home. No adverse patient effects were reported.